Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on new years' day due to hyperglycemia. Blood glucose level was 1000 mg/dl at the time of incident. Customer did not mention any treatments and symptoms related to high blood glucose level. No troubleshooting was performed. The insulin pump will not be returned for analysis.